Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The dual blade retractor instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation found unrelated to the customer reported complaint included: the instrument was found to have grip input disks #6 and #7 broken.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure the wire snapped on the dual blade retractor instrument. On 10/21/2024, intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: there was a cable visibly protruding from the distal end of the instrument. The cables was one that controls the opening/closing of the jaws. No fragment fell into the patient. The instrument was inspected prior to use. No photographic images of the device or recording of the procedure is available for isi to review.